Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed collected fluid on the reaction wheel cover. Fse replaced the t valve and the reagent syringe 3-way valve and primed fluidics with no leaking. Fse verified repairs per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that fluid was leaking from reagent probe of the unicel dxc 800 pro synchron clinical system. The customer stated that fluid dripped down onto the reaction wheel cover. No injury was reported and no erroneous results were generated.